Event description:
It was reported to philips the device gave error code 1009 - pressure regulation high. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer stated the device was having previous inconsistent pressure errors with error code 1009, and the images are not showing stagnant. The rse advised the customer to check the placement of the prox tubing and the outlet tubing. Following the evaluation of the device, the customer found the tubing was switched and corrected the tube placement to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.